Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the hcp never touched the patient's leads. It was reported the patient only had a pocket revision. It was reported the cause of the ins discomfort was not caused by anything visible but was moved due at request of the patient. Rep stated the patient still complains of pocket site pain but does not want anything done. Patient has not contacted the office since their first post-op following the pocket revision. Ins was not removed/replaced.

Manufacturer narrative:
Concomitant medical product: product ID: 3888es6, lot# n24755, implanted: (B)(6) 2000, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3888es6, serial/lot #: (B)(4), ubd: (B)(6) 2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that it was checked and one of the leads were loose, so they anchored ¿it like it had moved¿. It was reported that (B)(6) 2018, is when went in and did a lead revision and anchored it because it had moved. The patient stated that they did not replace the battery. They just put the put the lead back and anchored it. It was reported that the patient just had a pocket revision as the patient did not like where their ins was sitting. They stated they were bothered by it and couldn't get the charger on their back, because it was not in the right spot and the lead was off. They stated that since the revision the issue of the patient not liking where the ins was sitting had not been a problem. It was reported that the lead was loose on (B)(6) 2018. It was asked when the issue of the ins not sitting well began but the patient did not have a date. No further complications were reported/anticipated.